Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer¿s touchscreen did not work normally, and the screen froze. Finger touch and stylus responded to the screen without any issue. However, the stylus was found to be an outdated version. Replaced and calibrated the stylus as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The programmer passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touchscreen did not work normally, and the screen got froze. Troubleshooting steps were performed by replacing the stylus with new stylus but issue persisted. It was further reported that as the screen failed to detect the stylus, safety pacing was initiated because to continue at the programmed threshold. The patient experienced a pause in pacing and began to feel dizzy. No further patient complications have been reported as a result of this event.